Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button is responding incorrectly and issue was not resolved with troubleshooting.